Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced an infection originating at the pocket. The patient was hospitalized for intravenous antibiotic therapy. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.